Event description:
During an in-clinic follow-up, the patient presented with high rv capture threshold. The output parameter was increased due to the high threshold. During surgical intervention, it was reported that externalized conductors were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.